Event description:
It was reported that the patient was having difficulty and keeping the ipg charged. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a couple months from the date manufacturer became aware of the event.